Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention treatment (pci) procedure, failure to cross the lesion occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous right coronary artery (rca). The 2.5 x 24mm promus element stent delivery system (sds) was advanced, but was unable to cross the lesion. The sds was removed and pre dilation was performed several times. The sds was advanced again, however was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent was flared slightly both at the proximal and distal ends. This type of damage is consistent with the balloon being inflated slightly causing the stent to expand. Traces of blood were visible in the guidewire lumen, indicating this device was used in vivo. The hypotube was kinked along it's length. No issues were noted with the tip and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).